Manufacturer narrative:
Block e (initial reporter facility name): (B)(6) hospital . Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h10: the returned truetome 39 was analyzed, and a visual evaluation noted that the cutting wire was broken from the proximal pierced hole, and also it was kinked. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken, and kinked. Based on the condition of the device, the problem found could have been generated most likely due to procedural factors as lesion characteristics, handling of the device, or the technique used by the physician during the procedure. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a truetome 39 was used in the papilla during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2023. During the procedure, when the device was energized while cutting, the cutting wire of the truetome 39 broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e (initial reporter facility name): xin-tai general hospital (hsin-tai general hospital) block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that a truetome 39 was used in the papilla during an endoscopic sphincterotomy (est) procedure performed on (B)(6)2023. During the procedure, when the device was energized while cutting, the cutting wire of the truetome 39 broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.